Event description:
It was reported that on an unknown date the drivers found in sterile processing not working. No patients affected. There no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary service and repair evaluation: the customer reported that on an unknown date the drivers found in sterile processing not working. No patients affected. There no patient involvement. The repair technician reported cracked contact plate, device failed in cosmetic test, device does not run in fast-forward, forward and reverse, discolored wires and vent, rust on motor, debris on barriers. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 27-march-2025 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: part #: 05.000.008, synthes lot #: 006501, supplier lot #: 006501, release to warehouse date: 07 feb 2017, suppliers: triangle manufacturing. No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.